Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2012, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The assistant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during an advantage sling, cystoscopy and thermachoice endometrial ablation procedures performed on (B)(6) 2012 to treat a patient with stress incontinence. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
This was previously reported under MFR report 3005099803-2021-07360. Any new event information will be sent under MFR report 3005099803-2021-07360. Date of event was approximated to september 24, 2012, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6) md. (B)(6)hospital. (B)(6). The assistant surgeon is: (B)(6) md. (B)(6) hospital. (B)(6). Patient code e2401 captures the reportable event of unknown injury. Impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during an advantage sling, cystoscopy and thermachoice endometrial ablation procedures performed on (B)(6) 2012 to treat a patient with stress incontinence. As reported by the patient's attorney, the patient experienced an unknown injury.